Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5510f401; triathlon cr fem comp #4 l-cem; lot# j2n7h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had bilateral index tka (outside of cors scope (B)(6) 2011). Had a pji of both knees. Undergoes revision on (B)(6) 2020 with all components exchanged, and antibiotic cement loaded for treatment. Patient returns for a left pji knee revision on (B)(6) 2021. All components exchanged.

Manufacturer narrative:
Correction: MFR report #0002249697-2021-01882 was reported in error. This pi reports the removal of a temporary spacer (stage 2). The revision for infection involved devices of an unknown manufacturer. Insufficient information was provided and no additional information is available, therefore, this complaint is being canceled.

Event description:
Correction: this event was reported in error. This pi reports the removal of a temporary spacer (stage 2). The revision for infection involved devices of an unknown manufacturer. Insufficient information was provided and no additional information is available, therefore, this complaint is being canceled. Patient had bilateral index tka (outside of cors scope (B)(6), 2011). Had a pji of both knees. Undergoes revision on (B)(6), 2020 with all components exchanged, and antibiotic cement loaded for treatment. Patient returns for a left pji knee revision on (B)(6) 2021. All components exchanged.